Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the sales rep that during a capsular plication procedure the surgeon was using the ar-4068-90, suturelasso, 90 degree straight. While attempting to grab the tissue surrounding the labrum, the lasso got caught on something which caused the surgeon to apply additional pressure. The device cracked at the tip, snapping backwards, with the metal breaking. When the surgeon was removing the instrument it became stuck in the portal. The physician confirmed with the sales rep that he had lengthened the incision by a couple of millimeters in order to retrieve the tip. He used pick-ups and graspers and removed the broken tip in its entirety. The procedure was completed using a new ar-4068-90 (lot #730678515). The ar-4068-90, lot #727077702, which had the inserter break was disposed of at the facility and will not be returned to arthrex. The patient was a female, age (B)(6) years.